Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. It was incorrectly inferred in MDR #2954323-2020-05159 that the customer reported that their adc issued cable caught on fire. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn¿t definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Event description:
Customer reported their charging cable "caught on fire while charging the reader." There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader charging cable "caught on fire while charging the reader." There was no report of death, serious injury or mistreatment associated with this event.